Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet insulin pump screen was broken, rendering the device unusable and preventing access to the interface; the user shut the device down and plans to return it, and therapy was backed up until a replacement is received while continuing cgm use with dexcom g7. Symptoms included no injury. Outcomes included interruption of pump therapy and the need to initiate start-up on the replacement device. Investigation included complaint intake, user counseling on shutdown and return, and logistics verification for replacement and data syncing to the mobile app. Investigation of this case revealed physical damage to the display that prevented operation. It was concluded that the event was due to a damaged screen.